Manufacturer narrative:
Aortic perforation and/or aortic tear may occur during insertion or removal of the cannula from the aorta. When this occurs, it is typically related to excessive force during cannula insertion or removal combined with a diseased aorta. It will require immediate repair to prevent significant bleeding. In this case, the surgeon did not alleged that edwards product caused the death of the patient, but mentioned that the patient may not have been selected well for the procedure as the patient had multiple morbidities. The device was not returned to edwards for evaluation and device follow up is in progress. The root cause for the event remains indeterminable however it was likely due to patient and procedural factors. If new information is received, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during use of the arterial cannula, the patient experienced a tear in the aortic wall. It was decided to abort the procedure and allow for the patient to recover and get an open sternotomy. During the surgery, the arterial cannula was placed in the groin. When the surgeon placed a wire up the groin, he felt resistance. It was decided to bring a c-arm and do fluoro. They did not use fluoro during wire placement. When fluoro was brought in, the surgeon saw a tear in the aortic wall. It was reported that the patient expired "just recently" after this reported incident. The surgeon did not alleged that edwards product caused the death of the patient, but mentioned that the patient may not have been selected well for the procedure as the patient had multiple morbidities.